Event description:
The patient claimed the apidra insulin in the animas cartridge turned to gel when she removed it from the insulin pump. The cartridge and insulin is no more than 28 days old. There was no reported patient impact associated with this complaint. The cartridge with insulin was requested to be sent back for investigation. This complaint is being reported due to the insulin gel issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the cartridge was not returned. A retain sample from the same lot b201741 was tested. A visual inspection of the cartridge was performed with no damage or defects noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.